Manufacturer narrative:
The claimed failure cannot be confirmed. The complaint has been reviewed based on the customer complaint description and evaluates that no further investigation can be performed before either used samples are received for testing or that the lot number is provided to investigate a potential origin of the product failure in the devices mfg traceability documents. Unomedical a/s hereby consider this cause to be closed.

Event description:
On (B)(6), customer states that there was a hospitalization for their high bgs. Time and date of hospitalization was: (B)(6) 2015 - late evening. Bg at time of hospitalization was: 649. Name of the hospital: (B)(6). Name of individual reporting the incident: (B)(6). Phone number of the reporter or hospital:(B)(6). Description of the complaint: dka - coma for 3 days. Significant events leading to the hospitalization constant bent cannulas with his quick sets. Pt expressed the following symptom of high bgs: thirsty, dry mouth, blurry vision, fingers can look like turtle claws. Pt contacted their health care provider for high bgs. The pt has treated for high bgs. Details of treatment are as follows: boluses and manual injections. Outcome of the hospitalization: IV and insulin drip. Customer was wearing the pump at the time of hospitalization.